Manufacturer narrative:
Device investigation details: the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. (B)(4). Biosense webster manufacturer's reference number (B)(4). Has two reports related to the same event: MFR # 2029046-2019-03599 for product code bd710fj282ct (webster ® cs catheter with ez steer® technology and auto ID).

Event description:
It was reported that a female patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Post-ablation phase, cardiac tamponade was confirmed by echo as the patient¿s blood pressure dropped. Pericardiocentesis was performed to remove about 300-400 ml of fluid from the pericardial space. The patient was then moved to the operating room to close the perforation. During surgery it was found that there was a tear in the coronary sinus (cs). Patient¿s outcome is improved, the physician reported the patient was out of surgery and doing well. It is unknown if extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, most likely due to either the cs catheter or the ablation catheter (which was located in the right atrium near the cs) perforating the cs during several multiple cardioversions. No bwi product malfunctions were reported. Transseptal puncture was performed with a st. Jude medical brk-1 xs transseptal needle. The flow was set at 15 ml/min. No error messages were observed on any bwi equipment. An 8.5 fr. St jude agilis sheath was used with the ablation catheter. The patient received anticoagulant (heparin) during the case with an activated clotting time (act) >350 seconds. The irrigation flow setting was set at 15 ml/min. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. The thermocool® smart touch® sf bi-directional navigation catheter was zeroed upon initial warm up phase post connection to the carto 3 system and was not indicated to be re-zeroed. Since the physician believed the perforation may have occurred due to either the cs catheter or ablation catheter this event will be reported under both products.

Manufacturer narrative:
On (B)(6)2019 , it was discovered that the webster ® cs catheter with ez steer® thechnology and auto ID (product code: bd710fj282ct) was inadvertently omitted from the 3500a initial MDR that was submitted to FDA on (B)(6)2019 . The device has now been added to section d11. Concomitant products section. Manufacturer's ref # pc-000526106.